Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, the customer's originally reported issue of a b30 error was confirmed. The following additional findings were also noted: corrosion on connector pins, and loose socket due to wear. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus representative reported on behalf of the customer that their video system center delivered a b30 error code during preparation for use of the device in an unknown procedure. The procedure was completed successfully with a similar device, with no additional issues reported. There were no reports of patient or user harm associated with this event.